Event description:
It was reported that the procedure was to treat a circumflex artery with in-stent restenosis. Pre-dilatation was performed and a 2.5 x 15 mm otw xience xpedition stent was advanced to the lesion and when inflated to 8 atmospheres the balloon ruptured. The stent implant did deploy in the target lesion. The stent delivery system was removed and a 2.5 x 11 mm non-abbott balloon catheter was used for post dilatation to success fully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.